Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 6 march 2020: lot 1902380: (B)(4) items manufactured and released on 13-sep-2019. Expiration date: 2024-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar events reported.

Event description:
The patient came in due to signs of an infection 14 days after the primary surgery, and the pathogen is unknown. It was observed that there was an infection at the implant site. The original femoral head was removed in order to perform a thorough washout at the site of the infection. The head was revised.